Event description:
The customer reported that the system locked up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an investigation. The reported issue was not duplicated. However, the fe found that the system power supply was dropping below optimum operating voltage. The power supply was replaced. The system was tested and found to be working as intended and returned to service.